Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, loss of sensing and loss capture were noted on the right atrial (ra) lead. Diagnostic imaging confirmed ra lead dislodgement. The ra lead was repositioned to resolved the event and the patient was stable.